Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -6.00/+6.0/096 (sphere/cylinder/axis), from the patients left eye (os), within the same surgery due to excessive vaulting. The lens was exchanged for a shorter lens on (B)(6) 2019 and the problem was resolved. The cause of the event was due to patient related factor.